Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4)

Event description:
Caller reported blood glucose results between 35.0mmol/l - 40.0mmol/l on mobile system, 6.2 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.